Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the anesthesiology team continued to see the patient on the device list because the system had never received a valid hl7 a03 discharge message. A technical support specialist (tss) found that the host system resent a message, but it was again an a08 update instead of the required a03 discharge. Database review confirmed the encounter was still in admitted status with no discharge timestamp. Attempts by the facility to regenerate a discharge message through the host system were unsuccessful due to system limitations preventing updates to older encounters. Th tss advised that manual discharge required the appropriate permissions in server and that, if enabled, the encounter can be cleared manually from the system. The tss then provided further guidance on how to enable the appropriate user permission within the user roles settings under patient management. After the required permission was enabled, the customer was able to navigate to the patients encounter in the visits and orders section and complete a manual discharge using the correct date and time format. The steps provided resolved the issue, and the customer confirmed that the patient was successfully removed from the system. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user stated that the patient was discharged 3 years ago but was still showing on the list on all devices. There were no adverse events or injuries reported based on this event.